Manufacturer narrative:
No consequences or impact to patient. High test results c63122. Product evaluation is in process and the results will be submitted in a follow-up report.

Event description:
The customer stated that one patient sample generated a higher than expected result of 3.77 mmol/l for the architect cc calcium assay. The patient was administered pamidronate IV infusion (to treat high calcium) given with IV lasix to prevent fluid overload due to the high result and the same sample was retested with a lower and expected result of 2.54 mmol/l. The patient was redrawn after treatment and results of 2.30, 2.24 and 2.28 were generated. Refrigerated samples from the same patient were then tested and normal calcium results were generated.

Manufacturer narrative:
Product evaluation was performed in order to investigate this issue. Abbott support inspected the architect c1600668 and found an apparent blood clot in the sample probe pathway, indicating a clotted sample was aspirated at some point. A review of the c1600688 instrument logs was not helpful in determining a cause for the high result so field service, fs was dispatched to investigate. Fs observed cuvettes overflowing at nozzle pair 1 of the cuvette washer. Fs cleaned nozzle pair 1 which resolved the cuvette overflow. Fs also rebuilt the r1a syringe which had some condensation in the cylinder. A specific cause for the high calcium result could not be verified. Sample integrity related issues could not be ruled out as a contributing factor. (B)(4).